Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a heater failure. However, there was insufficient information to confirm this potential root cause. The case data file was evaluated upon receipt. A review of the data files showed that the water temperature would not rise above 30c even though the patient was well below the target. Therapy was initialed on (B)(6) 2024. The patient target temp changed over time, going from 33c initially and then it began a controlled rewarm to 37c. The tt water temperature remained high, and the heater command being maxed out. The t1/t2 were not rising causing the patient to stayed below target temp. Therapy was completed on a different device on the female patient. They were advised to send the device to biomed. Reached out to biomed and there was no answer. T2 and target water temp being more than 3c apart. Alert 113 (reduced water temperature control) did not sound. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating. A review of the data files showed that the water temperature would not rise above 30 c even though the patient was well below the target. Alert 113 (reduced water temperature control) did not sound. Per follow up information received via phone on (B)(6)2024, it was reported that therapy was completed on a different device on the female patient. They were advised to send the device to biomed. Reached out to biomed and there was no answer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated that they were cooling a patient yesterday and the arctic sun device was not working. The patient was now on another device, and it seems to be working. They stated that the patient came in at 31c and they were unable to cool to less than 33c. Had power device back on. Event log shows alert 113 (reduced water temperature control). Guided to hypothermia settings and showed how to change control strategy to cool to 32c. Advised to send this device to biomed so they could troubleshoot the alert 113 (reduced water temperature control). Per follow up information received via phone on 23may2024, it was reported that therapy was completed on a different device on the female patient. They were advised to send the device to biomed. Reached out to biomed and there was no answer.